Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with a concentration of 4000 mcg/ml at a dose of approximately 1300 mcg/day. It was reported the catheter was occluded beginning in (B)(6) 2016. The catheter event had been confirmed, and the issue was diagnosed via a catheter access port (cap) aspiration. The representative stated that they were doing a catheter revision. The patient experienced increased spasticity. The change in therapy/symptoms was considered sudden. Additional information received from the representative on (B)(6) 2017 reported they were informed of the catheter blockage just moments prior to the surgery. The new catheter was successfully placed and connected to the pump. The patient was now receiving effective therapy, and the symptoms had been addressed. The representative stated the hcp had attempted and failed a catheter aspiration about a month ago. The representative did not have prior knowledge of the failed aspiration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a pharmaceutical company. It was reported that the patient¿s medical history included intractable spasticity and paraplegia at the t-11 spine. On unspecified dates, the patient's treatment included baclofen 4000 ¿g/ml at 1300 ¿g/day and then was changed to baclofen 2000 ¿g/ml at 1000 ¿g/day per simple continuous infusion, intrathecally via a pump intractable spasticity. Concomitant products included: keppra (levetiracetam) 500 mg at 2 tablets in the morning and 1 tablet at bedtime orally, tegretol xr (carbamazepine) 200 mg at 400 mg 2x/day orally and tizanidine 4 mg at 1-2 tablets every 8 hours orally (dates of therapy and indication for use were not reported). It was clarified that on an unspecified date in 2007, the patient started treatment with the intrathecal compounded baclofen. On unspecified dates in (B)(6) 2016, after starting the product, the patient experienced increased spasticity. It was also reported that on an unspecified date in (B)(6) 2016, the patient experienced increased spasticity to "near pre-pump levels." It was reported that on an unspecified date in (B)(6) 2017 ("about a month ago" relative to (B)(6) 2017), the physician attempted a catheter aspiration through the cap (catheter access port), and the catheter was occluded. It was also reported that on (B)(6) 2016, a side port test was done and they were unable to aspirate the catheter. It was reported that on (B)(6) 2017, the patient was admitted to the hospital with spasticity and a catheter replacement was done. It was also reported that on (B)(6) 2017, the physician did a catheter revision. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, the patient was seen in the managing physician¿s office, and it was noted that the increased spasticity was resolved with the new catheter. There were no further complications reported or anticipated.